Event description:
Following a pt's end-of-service (eos) replacement surgery, his generator was returned for product analysis. When received by the MFR, the device was found to be at settings indicative of a faulted system diagnostic test. The pt's last known setting were from (B)(6) 2005 and did not appear to be at unintended settings. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.